Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by misuse of the device as well as its natural wear (it has been used since 2011). Indeed, the device inspection shows that two of the 3 pegs are indeed broken. The surface of the breakage shows a sharp break, which proves that an important force was applied to the peg by the healthcare professional. As a reminder, the IFU clearly states: "avoid mechanical damage, e.g. Do not mix heavy devices with delicate ones." Furthermore, the device has been in use since 2011. This extended period of use could have led to the natural wear of the instrument. The device inspection revealed the following: the device shows some traces of use due to the multiple years in the field. The event reported can be confirmed since 2 out of 3 pegs of the device are broken. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Upon inspection it was noticed that the device was broken on underside of the device.